Manufacturer narrative:
This is 1/2 MDR.

Event description:
It was reported that during pcoma posterior communicating artery aneurysm stent assisted coil embolization procedure, when the subject stent reached distal of the microcatheter it got stuck and could not advance any more. The operator tried for several times and then found the tip of the stent marker was expanded in the vessel. However, the subject stent was not coming out from tip. So, the operator felt the distal of microcatheter might be fractured, so he withdrew the subject stent and microcatheter together through middle catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1/2 reports d4 gtin - added d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed and protruding from the broken shaft of the microcatheter. The stent delivery wire sdw was noted to be kinked/bent. The stent was noted to be deformed. The stent introducer sheath was not returned. A functional inspection cannot be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) complaint codes 'stent difficult/unable to advance or pullback through catheter' and 'stent partial deployment' could not be replicated as the stent was returned in a deployed state (deployed by physician on the table outside the patient's body). However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. It was reported that the customer 'delivered a stent to go into microcatheter. When the stent reached distal of microcatheter it got stuck and could not advance any more. The operator tried for several times and then found the tip of the stent marker was expanded in the vessel. However, the stent was not coming out from tip. So, the operator felt the distal of microcatheter might be fractured, so he withdrew the stent and microcatheter together through middle catheter and confirmed the microcatheter was fractured and the stent was exposed at the fractured section'. It was further reported in the follow-up gfe process that the physician attempted to deploy the stent on the table outside of the patient's body. The physician also felt that the anatomy was one of the reasons which contributed to this event. The stent was returned for analysis fully deployed and protruding through the broken shaft of a microcatheter (approx. 4cm back from the distal tip of the microcatheter). This is aligned with the event description and with the good faith efforts gfe follow-up responses. The stent was inspected, and the distal (open cell) end was deformed. The 3 marker bands were present on both ends of the stent. The stent delivery wire (sdw) was also returned, and it was noted to be kinked/bent along its length and near the distal section of the wire. The introducer sheath was not returned for analysis. There was no difficult reported for transferring the stent from the sheath into the microcatheter. It is not possible on this occasion to determine exactly what happened which led to the microcatheter fracturing and the stent beginning to deploy at the fracture site. The as reported 'stent difficult/unable to advance or pullback through catheter' and 'stent partial deployment' as well as the as analyzed codes 'stent deformed', 'stent deployed prematurely during use' and 'sdw kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during pcoma posterior communicating artery aneurysm stent assisted coil embolization procedure, when the subject stent reached distal of the microcatheter it got stuck and could not advance any more. The operator tried for several times and then found the tip of the stent marker was expanded in the vessel. However, the subject stent was not coming out from tip. So, the operator felt the distal of microcatheter might be fractured, so he withdrew the subject stent and microcatheter together through middle catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.